Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction therapy. It was reported that the patient had a loss or change in therapy. It was initially reported in 2014 the patient had the device turned off for over a year. It was stated that it never helped. Never having therapeutic effect was noted. The patient had the device ¿tweaked¿ 6-8 times with no success. After adjustments it would work for a day and then would just stop. It was noted the trial worked for the patient. Additional information was received from the consumer on (B)(6) 2017. The patient reports he has had the interstim turned off for about 3 years because the interstim didn't work for him. The patient thinks it probably would have worked but thinks the initial placement was not working properly. It was reported the trial worked fine but when he got it implanted it worked for a little while and then stopped. The patient kept going back in for programming but it was never resolved. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.